Event description:
On 9/18/1999, during a call involving a 72 year old male pt, the unit charged up but decided not to shock. The customer's medical director believes the rhythm was ventricular tachycardia and feels the unit should have shocked. The pt was pronounced. No product will be returning to laerdal. The unit will be evaluated by heartstream reference crga# 20065.